Event description:
It was reported that the patient's x-rays showed that component was loose. No procedure, delay or additional injuries reported. Back up available.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that according to x-rays provided the clinical team confirmed the loosening of the femoral component, not the insert, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.